Manufacturer narrative:
Siemens initiated an investigated the reported event. It has been reported that the table-top of the patient table at a new CT scanner fell off when they were trying to move the table-top to the front end. No injury has been reported. The event occurred during the initial application training, after the installation of the new system has been completed and before the first patient examination. There was reportedly only a CT phantom placed on the table. The root cause was that two bolts were missing that were supposed to been screwed into the table-top support. The bolts were screwed in and the table-top is now secure. When additional information is obtained regarding why the bolts were not secured during installation, a supplemental report will be submitted.

Event description:
It was reported to siemens it has been reported that the table-top of the patient table at a new somatom edge plus CT scanner fell off when the users were trying to move the table-top to the front end. No injury has been reported. The event occurred during the initial application training, after the installation of the new system has been completed and before the first patient examination. There was reportedly only a CT phantom placed on the table. This report has been submitted with an abundance of caution.

Manufacturer narrative:
Siemens completed a technical investigation of the reported event. The root cause analysis did not reveal a general product design or an installation process issue. Due to an isolated working error, the installer did not mount and tighten the bolts that secure the tabletop. The installation protocol was reviewed, and it was confirmed that the mechanical installation was completed. Furthermore, siemens informed the supplier who performed the mechanical installations regarding this event. No additional occurrences have been reported to siemens as of the date of this report. The reported issue is considered a single case. No further action is warranted at this time.